Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that she had a tumor removal on her parathyroid on (B)(6) 2018 and an absorbable hemostat was used. Twenty-four to thirty-six hours, post op, the patient reported swelling and high fever. The patient returned to her doctor, showing photos of the swelling to the doctor. It was not reported how the patient was treated for the swelling and high fever. The patient reported that her right vocal cord was paralyzed in december. The patient indicated she had several surgeries to correct the vocal cord paralyzation. Additional information was requested.